Manufacturer narrative:
Information references the main component of the system. Other relevant device(s) are: product ID: 97745, serial/lot #:(B)(6) , ubd: , UDI#: (B)(4).medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) regarding an external device. The reason for call was over the weekend the pts controller stimulation on/off button did not work because when they pushed it in nothing happened for it was stuck in the controller for the button was jammed. The controller would not turn on when up or down arrow buttons were pushed either. During call pt removed the controller battery and plugged the controller into the ac power supply, pt verified the controller turned on. Pt put the battery back into the controller and verified the controller was charging. Pt pressed the stimulation on and off button and it was working, but then the button got jammed in the controller again. The issue was not resolved. A replacement controller was sent out. No symptoms were reported.

Manufacturer narrative:
H3: product ID 97745 serial# (B)(6) was returned for analysis and found the front case had broken stim button bosses. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.